Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular lead failed to advance in the catheter. The physician completed the implant procedure by switcing to a ball tip stylet in order to place the lead at a desirable location. The patient was stable throughout the procedure.